Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding if the patient received any diagnostics / interventions/ treatment the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after one month post implant of the ventricular assist device (vad), the patient deceased due to a hemorrhagic cerebrovascular accident (cva) and multi-organ failure.

Manufacturer narrative:
A supplemental report is being submitted due to additional information received in regards to patient diagnostics and the area wh ere the bleed was. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's anticoagulation status was controlled and a computerized tomography (CT) scan done on the day of death revealed a large posterior fossa bleed.

Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that one month after implant, the patient suffered a hemorrhagic cerebrovascular accident (hcva), bleeding and multi-organ failure. Additional information received indicated that the patient¿s anti-coagulation status was controlled. A computerized tomography (CT) scan revealed a large posterior fossa bleed and the patient expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, hcva and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history, related comorbidities, and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.